Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes that there was foreign matter and an improperly seated stopper. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd japan received 3 samples and attached 5 photos for investigation. The samples and photos were reviewed and the customer¿s indicated failure mode for embedded foreign matter, scratches, and improper assembly were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of embedded foreign matter, scratches, and improper assembly. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tubes that there was foreign matter and an improperly seated stopper. There was no health impact or consequences reported.